Event description:
It was reported the patient received inappropriate shock due to oversensing of lead noise. Ventricular trend measurements showed decreased lead impedance. The system was explanted. The patient condition was okay after the event.